Event description:
It was reported that the 9800 sys locked-up during a case. No pt injury was reported.

Manufacturer narrative:
The svc rep replaced the fluoro functions board. The sys operates as intended.